Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 35-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. Following impella explant, the patient was noted to have a lower extremity clot embolization. A bilateral femoral embolectomy and angioplasty were performed to treat the condition. No further treatment was reported following the intervention.